Event description:
It was reported that the customer had an unspecified charging issue with the pump. There was no adverse impact to customer¿s blood glucose level. The customer declined assistance from tandem technical support regarding the issue.